Event description:
Co received info that a pt with this myocardial lead received inappropriate shocks from his automatic implantable cardioverter defibrillator (aicd) in 2/93. The physician performed an invasive procedure to evaluate the system and repaired one of the pt's leads. Co does not know which of the leads was repaired. Subsequenlty, in 2/94, the pt had both of the leads removed from svc because he again experienced inappropriate shocks. Co submitted a serious injury distributor report on the 2/94 event on 2/21/94. Distributor access number 2124215-1994-0014. Implant date 11/26/91. Repaired 2/93. Removed from svc 2/14/94.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.